Manufacturer narrative:
B3: event date updated. Corrected data: d4 ¿ UDI. D9: date returned to mfg 5/21/2024. One device was received for evaluation. Visual inspection found a cracked bottom case and plunger case. A travel course error was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the dirty lead screw and clutch halves were the root causes and replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the clutch slips at high occlusion, plunger housing, and top case. There was unknown patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.